Event description:
Report received from the USA stating that the device was not working. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes. If additional info is received, a supplemental report will be sent. (B)(4).